Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: comp, primary stem 15mm micro, cat: 113615, lot: 595350. Comp, rvrs shldr glnsp +6 36mm, cat: 115316, lot: 579620. Comp, rvs tray co 44mm, cat: 115370, lot: 819240. Comp, rvs cntrl 6.5x20mm st/rst, cat: 115394, lot: 434820. Comp, lk scr 3.5hex 4.75x15 st, cat: 180550, lot: 478860. Comp, lk scr 3.5hex 4.75x20 st, cat: 180551, lot: 508050. Comp, lk scr 3.5hex 4.75x25 st, cat: 180552, lot: 018200. Comp, lk scr 3.5hex 4.75x35 st, cat: 180554, lot: 795530. Comp, lk scr 3.5hex 4.75x35 st, cat: 180554, lot: 967250. E1 (B)(6) , cat: ep-115393, lot: 478100. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 18 months post-implantation due to aseptic loosening and mechanical failure of the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product code: phx. Report source: foreign country: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. Subsequently, the patient was revised due to aseptic loosening and mechanical failure of the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.